Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider via a company representative. It was clarified that the catheter was not discarded by the healthcare provider as previously reported and was being sent back to the manufacturer for analysis. It was reported that a model 8840 programmer was used at the time of the event and the programmer serial number and software card number were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned and analysis revealed a non-significant anomaly regarding the catheter having been torn / broken / melted at or after explant that did not affect infusion. The (B)(4) was previously applied in error. The previously applied (B)(4) remains applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter, ubd: 08-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 650 mcg/day via an implantable pump for intractable spasticity. It was reported that when the pump was accessed during the patient's most recent refill on (B)(6) 2018, an actual volume of 4 ml was withdrawn versus the expected 4.5 ml. As per the managing clinician, the catheter was inconsistently infusing prescribed doses of intrathecal baclofen. When the spasticity was previously well controlled, the daily infusion rate was in the 800 mcg/day range. As per the patient¿s mother, the patient's spasticity was quite variable, but never well controlled. The patient required oral baclofen to address their variable spasticity. It was further noted that some days the patient could not rest nor stop moving; other days he was drowsy and fatigued. The event occurred during normal use. A catheter replacement was performed. The complete catheter was explanted. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that there were none. The patient was without injury regarding their status at the time of the report. The issue was resolved at the time of the report. The infusion rate was decreased from 650 mcg/day to 500 mcg/day after the catheter was replaced on (B)(6) 2018. It was indicated that the hcp was notified that the device should be returned; however, the explanted catheter was discarded by the hcp. Other medications (oral, etc.) The patient was receiving at the time of the event included: oral baclofen prn, tylenol prn, ibuprofen prn, clonazepam, ranitidine, mirilax, and senna. No further patient complications have been reported as a result of this event. The patient¿s medical history included: choreoathetosis, chronic constipation, developmental delay, gastroesophageal reflux disease, low vitamin d level, pain, nasogastric tube, poor sleep, premature birth, hearing loss, spastic quadriplegic cerebral palsy, and wheelchair dependence.